Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to dislocation. Upon intraoperative examination, it was recognized that the polyethylene liner had somehow become disassociated with the 9mm spacer, rotated 180 degrees and somehow became partially reseated.